Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation.the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and developed access site bleeding. Approximately five days after the start of support, there was oozing from the impella site. The staff was unable to stop the oozing due to the patient refusing treatment. The patient decided that he did not want any surgical intervention. The impella 5.5 pump was successfully explanted at bedside. The patient was reported to be in stable condition.